Event description:
Prior to us of sheaths for invasive cardiac procedures, the sheath is flushed. A staff member determined some of the terumo 6f slender sheaths are having a slight problem. When flushing, fluid is coming out the side hole when it should not be. It seems if you push the stopcock in, it engages and clicks, and does work correctly after this. No patient harm as this occurs prior to placing in patient. FDA safety report ID # (B)(4).